Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the "pacer pads". In this state defibrillation therapy may be delayed or unavailable if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify or duplicate the reported issue. However, it was observed that the device displayed an intermittent "paddle lead off" message. Stryker replaced the therapy pcb.

Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the "pacer pads". In this state defibrillation therapy may be delayed or unavailable if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer was unable to provide additional patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the "pacer pads". In this state defibrillation therapy may be delayed or unavailable if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was due to a faulty therapy pcb assembly.